Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens. The lens is to be removed at a later date, due to an inadequate vault. A longer lens will be implanted.